Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice (hc) machine during the initial drain cycle of their automated peritoneal dialysis (apd) therapy. Reportedly, hp was attempting utilize four patient line extensions which were connected after the prime cycle had already been completed. Tsc assisted hp in ending apd therapy early, hp completed therapy by setting up with new supplies. Per hp, no patient injury or medical intervention was associated with this incident.